Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had audio beep anomaly. The blood glucose was 83 mg/dl at the time of the incident and current was 175 mg/dl. The customer received alerts on the pump but it's not beeping. The customer also concern about the multiple alerts she's getting for suspend on and before low. The customer reported that the red light notification is on but the pump did not beep. The customer advised to adjust the audio volume to 1, press save, and listen for the beep. Customer reported that they did hear beeps when audio volume settings were saved. Customer reported that they did hear the differences between the two audio beep volumes (1 & 5). The customer was advised to adjust audio volume. The customer also reported that the blood glucose was 83 mg/dl and the sensor glucose was 75 mg/dl. The customer reported that blood glucose and the sensor glucose was not acceptable range. The insulin delivery was not suspended. The device will not be returned for the analysis.